Event description:
It was reported that the unit stopped ventilating while connected to the patient. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
According to the information provided by our technician, initially it was claimed that during patient transport, the device stopped ventilating and shutdown. In further communication it was clarified that the display became "flaky and distorted". The device did not stop ventilating the patient and it did not shutdown unexpectedly. Given the issue with the display, the clinician decided to discontinue use of the device. During evaluation of the device, it was noted that the secondary insulation was exposed in several places on the control cable. The control cable was replaced. The device was delivered to the user in working condition. Review of the device's logs confirms that there is nothing in the logs that implies that there has been a shutdown or stop of ventilation. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. Control cable connects the patient unit and the user interface. Control cable malfunction is a communication issue. It can be noticed by the user as problems with displaying data/image on the monitor, without any affect on ventilation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control cable.

Event description:
Manufacturer's ref. #: (B)(4).